Event description:
Reporter alleged discrepant blood glucose results of 42, 598, 279, 259, and 90 mg/dl when all tests were performed back to back within 10 minutes on the compact system. Reporter stated, she self treated with honey and fruit after the lower result appeared; however, no other actions were taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.